Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg reached premature depletion. Field representative was unable to connect to ipg prior to surgery. As a result, the ipg was replaced. Effective therapy was restored post-op.